Event description:
Inbound. Patient reported 3 remodulin cadd legacy cassettes with lot number 4219999 expiration 11/16/2026 have all alarmed no disposable tubing in the last 2 days. Switching to backup pump djo not resolve issue. Patient reports she found a cassette with a different lot number which is working without issue at this time. No further details provided. Pump replaced.